Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 5.00 x 24 synergy drug-eluting stent (des) was advanced for treatment but failed to cross the lesion. However, during procedure, it was noted that the stent was deformed inside the guideliner and would not exit. A 4.50 x 20 synergy des was then advanced, but it also failed to cross the lesion and it was noted that the stent broke inside the guideliner. No further patient complications nor injuries were reported.